Event description:
It was reported that the customer's insulin pump had cracks around the top of the battery compartment. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a broken battery tube threads, missing end cap sticker, and loose drive support disk. See scanned page.